Manufacturer narrative:
Complete information for section a. Patient information, patient identifier = (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported false decreased ivalproic acid results when processing on the architect i2000sr. The initial result for (B)(6) was greater than 150 (209.639 ug/ml). Retest after dilution was 77.40 ug/ml. Retest result of the diluted sample was 78.29 ug/ml. The sample was tested undiluted and the result was greater than 150 and this sample was diluted and generated a result of 40.98 ug/ml. Additional testing using gaschromatography generated a result of 75. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a device history record review, testing using a retained kit, and a review of product labeling. Review of the ticket trending and lot search did not identify an increase in complaint activity related to the complaint issue. A device history record review was performed on architect ivalproic acid reagent lot 02081lp43, which did not show any potential non-conformances, deviations or non-conformances. Accuracy testing was performed to evaluate architect ivalproic acid reagent lot 02081lp43, using a retained kit of the likely cause reagent lot. Acceptance criteria were met, which indicates acceptable product performance. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.